Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call failed battery test alarm. Troubleshooting for the failed battery test alarm was performed. Customer advised they replace the device with a new battery every week. Customer was unable to get the battery cap off. Customer was advised a replacement battery cap will be sent out and to monitor the insulin pump. Customer declined to troubleshoot for low battery use in under a week.